Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the guidewire was discarded after the event occurred and the catheter remains implanted. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported that the groshong catheter was implanted allegedly without removing the stylet. Reportedly, the catheter was implanted under x-ray fluoroscopy on (B)(6) 2018. A high-calorie infusion, elneopa no.2 injection had continuously being administered since port placement. On (B)(6) 2018, when a nurse checked the transfusion, the alleged stylet cut was found. The stylet was removed and the catheter connector was exchanged for another on the same day. There was no reported patient injury. The facility stated that the physician who had conducted the placement procedure had just started to work at the facility and it was the first groshong catheter placement procedure for him/her.